Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. As it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported via webform that they received an unspecified low sensor scan as a result, they had experienced a loss of consciousness and a seizure. The customer further reported being able to self-treat with glucose and carbohydrates and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the adc device. A customer reported via webform that they received an unspecified low sensor scan as a result, they had experienced a loss of consciousness and a seizure. The customer further reported being able to self-treat with glucose and carbohydrates and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Observed watermark at the base of the tail. Data was successfully extracted from the returned sensor using approve software. The sensor was found to be in sensor state 8, observed sensor signal low error message along with a drop in glucose values. De-cased and performed visual inspection, no issue were observed. Historical log showed a normal glucose pattern over the course of the sensors life. Low glucose values were observed towards the end of the sensors use is an indication of physical complications with the customer as their body degraded the accuracy of the sensor tail. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.